Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to capsule rupture. Another model lens was implanted. The incision was enlarged and sutures were used. No add'l info was provided. Add'l info has been requested. Please reference MDR number: 119279-2014-00034 for the delivery device used during the event.